Event description:
The customer reported via phone call that she was going to set a temp basal on her pump but the numbers are ramping up without her touching anything at the moment. Customer's blood glucose was 467 mg/dl at the time of the incident. When the customer let go of the up arrow key, the numbers were ramping up. Customer treated via the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All buttons were functioning properly on the insulin pump, however, corroded keypad traces were found. The pump was received with a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked battery tube thread. There were no ramping numbers noted on the display.